Event description:
It was reported that while placing a screw for an l4-s1 posterior lumbar fusion , the head of the screw got caught on the tissue retractor. The surgeon applied excessive force to the screw, which sheared the threads from the inside of the matrix polyaxial screw and sheared open the threads on the holding sleeve. A new screw was loaded on another holding sleeve and screw was placed. Also, during separate part of the procedure, the surgeon was adjusting the depth of the pedicle screw and tried to back it out. The pressure on the screw was significant enough to cause, the tip of the stardrive shaft to break off inside the screw. The tip of the stardrive shaft was retrieved. A new driver was used and surgeon was able to back out the screw in order to add the rods and locking caps for completion of the procedure. This is report 2 of 3 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the internal threads of the screw are stripped and the stardrive recess of the screw exhibits considerable damage. Based on the complaint description, the surgeon applied excessive force to the screw, which sheared the threads from the inside of the matrix polyaxial screw, the damage is the result of misuse and not due to the design. Design is acceptable and the screw was damaged by misuse therefore it is concluded this complaint is invalid. Additional product code for this report include mnh, mni, kwq, and kwp.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 02/01/2012.